Event description:
While the physician was torquing the catheter, the shaft kinked then separated inside the patient. The physician inserted the guide catheter into the patient. The physician performed the intervention. The physician attempted to torque the guide catheter and the shaft kinked, and while the physician attempted to remove the guide the shaft separated and remained inside the patient. The physician was unable to remove the detached segment and the decision was made to send the patient for a surgical procedure to remove the detached segment. The patient is reported to be fine.